Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the twinfix ultra 5.5mm awl-dilator broke off inside the patient. The tip was successfully removed. A backup was used to complete the procedure with no patient impact as a result. A short delay of less than 30 minutes was reported.